Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). The implant was not working due to fluid loss, the source and location of the fluid loss was not identified. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No patient complications were reported.